Manufacturer narrative:
Medical device type: an additional device type applies to the cannula/needle portion of the device as: fmi. Common device name: an additional common device name applies to the needle/cannula portion of the device as: hypodermic single lumen needle. PMA/510(k)#: an additional PMA/510(k)# applies to the cannula/needle portion of the device as: k951254. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the syringe 3ml ll w/ndl sftygld 25x5/8 rb experienced a needle that was loose/pulled out of the hub. The following information was provided by the initial reporter: material no: 305904. Batch no: 0304974. Phn was withdrawing 1.8mls of saline from vial. Phn went to remove needle/syringe from vial and the needle disconnected from the syringe and remained in the vial. Phn was gentle with vial and syringe and is unsure how the needle dislodged. It appeared the glue holding needle in place did not work. Type of incident/problem: malfunction - during or after use. Level of harm: no effect - did not reach patient - detected before use or does not touch person during use.